Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, when the sixth band was deployed, the band could not be deployed by rotating the handle. After the device was removed, it was found that the band malfunctioned and overlapped. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the shrink wrap was removed earlier in the setup process. However, according to the instructions for use (IFU), the shrink wrap should be removed at the end of the setup process to ensure proper device function.